Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 580 mg/dl with moderate ketones. Elevated bg was address by correction bolus via pump. Customer changed pump supplies to address the issue.